Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate therapy for the patient's atrial fibrillation (af). The patient was seen in hospital and all vectors were tested and failed. The physician decided to perform a commanded shock test. The time to treatment was 16 seconds; however, the two 80 joule shocks delivered (reverse and normal) were ineffective. Technical services was contacted for further review.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate therapy for the patient's atrial fibrillation (af). The patient was seen in hospital and all vectors were tested and failed. The physician decided to perform a commanded shock test. The time to treatment was 16 seconds; however, the two 80 joule shocks delivered (reverse and normal) were ineffective. Technical services was contacted for further review. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.